Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted type 2 diabetes mellitus (dm), v-go 40, novolog insulin user for the past 2 years. Client is reporting she is having issues with the adhesive tape. It is loosening, starting to lift up on the corners. The adhesion has loosened when she is active moving around, moisture and sweat. It has also loosened when she is sitting in an air condition environment with no movement. When showering she avoids direct pressure/water on the device. No swimming reported. When adhesion loosens the needle will move, pinch the skin and cause temporary pain. Any time a needle punctures the skin, pain is expected and temporary. Reviewed steps for apply a v-go device and skin prep. Client reports she is following proper procedure as stated in the v-go manual. Skin is clean, wash with soap/water, dry, wiped with alcohol pad, air dry, v-go placed on skin, runs fingers along the edges of the adhesive. Client rotates arms and sites daily, never placing the v-go device in the same location. She wears a dexcom device on her abdomen and does not report adhesion issues. When the v-go adhesion loosens she removes the device and applies a new device. No abnormal blood sugar readings reported due to client aware the device has loosened and new device is placed. It is possible the v-go device contributed to the loosening adhesion.

Event description:
The patient reported that the v-go is not staying in place in which causes the needle to release from the skin and the patient has to push down on the v-go which causes pain. The patient reported that the issue occurred when she is moving and sweating but also reported it can happen when she is not sweating. The patient reported that the skin area is clean and dry prior to application. It was reported that no device is available for return to the manufacturer for evaluation.